Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection found the trap door was broken due to a damaged actuator. No other signs of damage were observed. A review of the manufacturing documents was unable to be completed as the manufacturing documents are held by the manufacture classic wire cut co. A historical review of complaint data revealed a total of (B)(4) similar complaints for this device and failure mode. No prior service history was found for the reported serial number. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a rotator cuff procedure the lower jaw of a spectrum autopass suture passer broke while the doctor tried to pass the needle through the tissue. The procedure was completed with another spectrum device with a reported surgical delay of 20 minutes. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The incorrect serial number of (B)(4) in initial report was provided. The correct serial number is (B)(4). The incorrect date of awareness of 06-sep-2017 in initial report was provided. The correct date of awareness is 27-sep-2017, when additional information was provided regarding the location of the breakage at distal end of the device. The break was described as "bottom jaw was broken."